Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit passed displacement test. Unable to test for back light anomaly when easy bolus button or express bolus buttons are pressed, due to alarms.